Manufacturer narrative:
The insulin pump had no response on up arrow button due to corroded keypad traces. No scrolling numbers display anomaly noted. The device had scratched display window, scratched case, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.